Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. The patient stated on (B)(6)2020, while troubleshooting the issue with a technical support (ts) agent for signal loss on the continuous glucose monitor (cgm), the patient¿s verbal skills declined and he started slurring. The ts agent contact emergency medical services (ems) who responded the patient¿s residence. The patient¿s blood glucose per ems was 29 mg/dl. Glucose was administered until the patient¿s bg was 200 mg/dl and the patient was coherent. The patient declined transportation to the hospital. At the time of report, the patient was doing well. A review of the share logs was performed and a loss of connection was not found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.